Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that air entered during catheter insertion due to farawave malfunction. No air entry was observed upon catheter removal. The hemostatic valve was determined to be defective and was replaced. The air was observed in the flush port. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded in facility,